Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away on (B)(6) 2016. The cause of death is unknown. It is unknown if the customer was wearing the pump at the time of death. Multiple attempts have been made to obtain additional information; however, no additional information was provided.

Manufacturer narrative:
The following information was received on 01/30/2017 from (B)(6). The customer was disconnected from the pump and was not using it at the time of death as the customer could not afford to use the pump due to an issue with insurance coverage. A few weeks prior to death, the customer was hospitalized for diabetic ketoacidosis (dka), secondary to the ability to afford medication. The customer was treated with levemir and novolog and released from hospitalization with insulin pens. On the date of death, the customer awoke vomiting and in dka. Per the pathological summary on the autopsy report, the cause of death was hyperglycemia (632 mg/dl) with dka.